Event description:
It was reported that cidex plus test strips indicated a "pass" reading when immersed in the quality control test solution of a 1:1 dilution of cidex plus solution which should be below the minimum effects concentration (mec) level.